Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay was pulled apart (overstress), the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the exposed defib coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that there were low r-waves present with the right ventricular lead as well as t-wave oversensing. It was further reported that upon initial extraction attempt of the lead the helix would not retract. The trifurcation was clipped from the lead body to begin the extraction and then the helix was able to be retracted. The entire lead was removed and replaced. No patient complications have been reported as a result of this event.